Event description:
It was reported that the patient underwent an initial total knee replacement on the left side. Subsequently, the patient experienced polyethylene wear without evidence of osteolysis. Patient stated she fell. As a result, approximately 2.5 years after initial replacement, the patient was administered medication. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
(D10) concomitant devices: 02-020-14-0220 - truliant cr por fem cr por left sz 2: (B)(6); 02-022-45-2020 - truliant tib fit tray cem sz 2f / 2t: (B)(6); 200-07-32 - advanced patella 32mm 3 peg implant: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the prosthesis wear and patient fall reported cannot be confirmed from the information provided. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. H6: corrected investigation clinical codes.